Manufacturer narrative:
One opened/used infusion set and manual prime test was performed using a new lab reservoir along with an insulin pump and infusion set failed per specification due to infusion set being occluded at the tubing quick release connection septum side. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime and she experienced high blood glucose of 413 mg/dl which she treated with manual injection. During troubleshooting; the customer disconnected the tubing and reservoir and stated the rubber septum was normal and no damage at p-cap was noted. Customer stated insulin did not exit during prime. The customer changed the infusion set and connected to current reservoir and insulin did exit the tubing. The infusion set was replaced and returned for analysis.